Event description:
It was reported that during an unknown procedure, the device could not fire at the first stroke of the first firing with green cartridge. Changed to another device and cartridge but still had the same issue. Changed to the third device and cartridge to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Firing shuttle. The analysis results found that one ec60 device was returned with the firing mechanism damaged and without a cartridge reload present. Due to the condition of the device no functional test was performed. The device was disassembled to verify the condition of the internal components; the firing shuttle was noted to be damaged, causing the firing mechanism not to properly operate. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.